Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that when attempting to inject an intraocular lens (iol) the plunger had a tightness and the lens was stuck. The surgeon stopped using the product and another device/lens was used instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to the fill line. The trailing haptic is folded in on the optic. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. There is no evidence of a plunger over/under ride. The root cause for the reported "tight plunger, lens stuck" may be related to a failure to follow the dfu. It was reported that the operating room temperature was 25°c. This is outside the recommended range in the dfu. The dfu instructs: use the pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too high (> 23 / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. In addition, a non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).